Manufacturer narrative:
Additional information was received indicating there was no patient involvement and event date of (B)(6) 2019 was provided.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's complaint was able to be duplicated. At power-up the unit started double beeping while in self-test and wouldn't stop until the disposable was attached. This indicates that the downstream occlusion sensor (dso/cd) was bad and will have to be replaced. When the disposable was removed, about 20 seconds passed before the alarm started sounding again. Service will replace the dso to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that cadd legacy pump exhibited double beep. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.